Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the device was mechanically intact, and the device passed all incoming functional tests, analysis could not confirm the reported event. (B)(4).

Event description:
It was reported by a sales representative (sr) that during maintenance, the connection between the analyzer and the programmer was lost. The battery in the analyzer was replaced, but that did not resolve the issue. The programmer was rebooted which cleared the error, but when a software download was attempted, the loss of connection error returned. The analyzer was replaced in the programmer with a different one and the error was gone. The original analyzer has been returned. There was no patient involvement.